Event description:
It was reported that customer experienced repeated cartridge alarms on tandem mobi pump across three consecutive cartridges, and pump displayed high blood glucose alert with specific value unknown. Customer gave correction insulin by injection and planned to use multiple daily injections as backup therapy, while technical support confirmed cartridge alarm, arranged shipment of replacement pump with updated software.